Event description:
It was reported that during implant it was determined that the analyzer was not sensing correctly causing the use of two atrial leads one was attempted not used and one remains in use. . No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.